Event description:
It was reported that there was a right hip revision because of pseudo tumor and pain. Once in found metallosis of the trunion.

Event description:
It was reported that there was a right hip revision because of pseudo tumor and pain. Once in found metallosis of the trunnion.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to the hospital's policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding an allergy/reaction involving an accolade was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed based on the case description and indicated that the root cause of failure could not be established based on the current set of information. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.